Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ sharp abdominal pain"), genital haemorrhage ("heavy bleeding") and depression suicidal ("mood swings are severe to suicidal") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain, menstrual cramps, painful intercourse, depression, abdominal pain, bleeding genital, psychiatric disorder nos, hernia repair, tonsillectomy, multigravida, parity 2 (((B)(6) 2004 and (B)(6) 2007)), miscarriage and stillbirth nos. Concomitant products included intrauterine contraceptive device (paragard) on (B)(6) 2013 and medroxyprogesterone (depo provera) on (B)(6) 2014 for birth control. In 2014, 140 days before insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ menstrual pain/ menstrual cramps"), back pain ("back pain/ menstrual back pain/ back pain/ back ache/"), depression ("depression"), fatigue ("fatigue"), abdominal distension ("abdominal swelling"), weight fluctuation ("weight fluctuations") and depression suicidal (seriousness criterion medically significant). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain ("pelvis pain female/ pain/ severe and persistent pain"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("severe migraines"), dyspareunia ("painful intercourse") and mental disorder ("aggravated any psychiatric"). The patient was treated with morphine. Essure treatment was not changed. In (B)(6) 2016, the depression had resolved. In (B)(6) 2016, the back pain, fatigue and depression suicidal had resolved. In 2016, the genital haemorrhage, abdominal distension and weight fluctuation had resolved. At the time of the report, the abdominal pain, dysmenorrhoea, migraine, dyspareunia and mental disorder outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, depression, depression suicidal, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, mental disorder, migraine, pelvic pain and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event menstrual pain/ abdominal swelling, weight fluctuations, depression suicidal, psychological disorder, painful intercourse and pelvis pain was added and event abdomen pain, heavy bleeding, back pain, depression, fatigue was clubbed with previously reported event. Legal claim received. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), abdominal pain ("abdominal pain/ sharp abdominal pain /pain"), uterine perforation ("perforation-uterus/ migration of both essure device to the uterus"), genital haemorrhage ("heavy bleeding") and depression suicidal ("mood swings are severe to suicidal") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included pain menstrual, painful intercourse (burning/ sharp intercourse), depression, abdominal pain, bleeding genital, psychiatric disorder nos, hernia repair in 1995, tonsillectomy, multigravida, parity 2 (((B)(6) 2004 and (B)(6) 2007)), miscarriage, stillbirth nos, sore throat, nasal congestion, diarrhoea, smoker, plantar fasciitis, protein s deficiency, hemoptysis, pregnant, nausea, vomiting, abdominal discomfort, c-section, constipation, rash, stress, shortness of breath, alcohol use, polycystic ovarian syndrome, appetite lost, rape victim, adhd in 2012, post-traumatic stress disorder in 2010 and vaginal discharge abnormality. She has had no swelling, no heartburn *x-ray showed chest wall inflammation. Previously administered products included for an unreported indication: depo provera and paragard iud. Concurrent conditions included menstrual cramps, biopsy uterus, colposcopy, menses irregular, menorrhagia, diarrhea, premenopausal menorrhagia, premenstrual dysphoric disorder and uterine leiomyoma. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2010 to 2013 for adhd, intrauterine contraceptive device (paragard)(B)(6) 2013 to (B)(6) 2014 and medroxyprogesterone acetate (depo provera) since (B)(6) 2014 for birth control as well as azithromycin, ceftriaxone, iopamidol, ondansetron, ondansetron (zofran) and paracetamol (tylenol). In 2014, the patient experienced the first episode of dysmenorrhoea ("back pain/ menstrual back pain"), the first episode of weight fluctuation ("weight fluctuations") and depression suicidal (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic pain ("pelvis pain female/ pain/ severe and persistent pain"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal distension ("abdominal swelling / bloating/look six months pregnant"). On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced depression ("depression"). In (B)(6) 2015, the patient experienced the second episode of dysmenorrhoea ("severe menstrual pain/ menstrual pain/ menstrual cramps"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), back pain ("back pain/ back pain/ back ache"), mood swings ("mood swings") and the second episode of weight fluctuation ("weight fluctions"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), migraine ("severe migraines"), mental disorder ("aggravated any psychiatric") and allergy to metals ("hypersensitivity reaction to nickel"). The patient was treated with hydrocodone bitartrate;paracetamol (lortab), morphine and surgery (partial hysterectomy scheduled (B)(6) 2019 and underwent partial hysterectomy scheduled (B)(6) 2019). Essure was removed on (B)(6) 2019. In (B)(6) 2016, the depression had resolved. In (B)(6) 2016, the fatigue and depression suicidal had resolved. In 2016, the genital haemorrhage had resolved. At the time of the report, the pelvic inflammatory disease, abdominal pain, migraine, mental disorder, mood swings and allergy to metals outcome was unknown, the pelvic pain, the last episode of dysmenorrhoea and dyspareunia had resolved and the abdominal distension, back pain and the last episode of weight fluctuation was resolving. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, depression, depression suicidal, dyspareunia, fatigue, genital haemorrhage, mental disorder, migraine, mood swings, pelvic pain, uterine perforation, the first episode of dysmenorrhoea, the first episode of weight fluctuation, the second episode of dysmenorrhoea and the second episode of weight fluctuation to be related to essure. The reporter commented: 3-4 coils were visualized. If you received any treatment for the perforation, describe the treatment and provide the name and address of the healthcare provider who treated the perforation- partial hysterectomy scheduled (B)(6) 2019 by physician during intercourse, burning/sharp. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - in (B)(6) 2013: abnormal test. Computerised tomogram - on (B)(6) 2012: right sided abdominal pain impression: no pneumonia or hemothorax. No significant soft tissue hematomas. The aorta appears intact. Probable right renal cyst. A follow up renal ultrasound recommended, iud in the endometrial canal, a probable 3- cm left ovarian cyst.. Computerised tomogram pelvis - on (B)(6) 2014: the retroflexed uterus appears morphologically normal. The endometrial stripe thickness of 9 mm is within normal limits for age. Bilateral essure inserts are demonstrated the right ovary measures 2.5 x 3.6 x 2.9 cm. The left is 3.2 x 2.0 x 4.1 cm inclusive of a 2.5 cm simple cyst. Ovarian flow is preserved bilaterally. Impression: no findings to explain vaginal bleeding.. Pregnancy test - on an unknown date: results: negative. Ultrasound scan - on (B)(6) 2014: the stomach, small intestine, and colon are without wall thickening, pneumatosis, or evidence of obstruction. The appendix is not inflamed. No endometrial canal gas is identified. The cul-de-sac is chronically effaced, precluding exclusion of a rectovaginal fistula based on this study alone. The adnexa appear normal for age including a small left ovarian cyst. Impression: no findings to explain vaginal bleeding; on (B)(6) 2018: anteverted. 3 small in fibroids. 1 cm in size. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plantifff fact sheet received, new reporter added, outcome of the event bloating, back pain and weight updated to recovering and resolving, stop date of the event abdominal distension (bloating) removed as still the bloating is improving, lab data updated (colonoscopy). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), abdominal pain ("abdominal pain/ sharp abdominal pain /pain"), uterine perforation ("perforation-uterus/ migration of both essure device to the uterus"), genital haemorrhage ("heavy bleeding") and depression suicidal ("mood swings are severe to suicidal") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included pain menstrual, menstrual cramps, painful intercourse, depression, abdominal pain, bleeding genital, psychiatric disorder nos, hernia repair in 1995, tonsillectomy, multigravida, parity 2 (B)(6) 2007)), miscarriage, stillbirth nos, sore throat, nasal congestion, diarrhoea, smoker, plantar fasciitis, protein s deficiency, hemoptysis, pregnant, nausea, vomiting, abdominal discomfort, c-section, constipation, rash, stress, shortness of breath, alcohol use, polycystic ovarian syndrome, appetite lost, rape victim, adhd in 2012 and post-traumatic stress disorder in 2010. She has had no swelling, no heartburn *x-ray showed chest wall inflammation. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included biopsy uterus and colposcopy. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2010 to 2013 for adhd, intrauterine contraceptive device (paragard) (B)(6) 2014 and medroxyprogesterone acetate (depo provera) since (B)(6) 2014 for birth control as well as azithromycin, ceftriaxone, iopamidol, ondansetron, ondansetron (zofran) and paracetamol (tylenol). In 2014, the patient experienced the first episode of dysmenorrhoea ("back pain/ menstrual back pain/ back pain/ back ache/"), the first episode of weight fluctuation ("weight fluctuations") and depression suicidal (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic pain ("pelvis pain female/ pain/ severe and persistent pain"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal distension ("abdominal swelling / bloating/look six months pregnant"). On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced depression ("depression"). In (B)(6) 2015, the patient experienced the second episode of dysmenorrhoea ("severe menstrual pain/ menstrual pain/ menstrual cramps"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), back pain ("back pain"), mood swings ("mood swings") and the second episode of weight fluctuation ("weight fluctions"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), migraine ("severe migraines"), mental disorder ("aggravated any psychiatric") and allergy to metals ("hypersensitivity reaction to nickel"). The patient was treated with hydrocodone bitartrate;paracetamol (lortab), morphine and surgery (partial hysterectomy scheduled (B)(6) 2019 and underwent partial hysterectomy scheduled (B)(6) 2019). Essure was removed on (B)(6) 2019. In (B)(6) 2016, the depression had resolved. In (B)(6) 2016, the fatigue and depression suicidal had resolved. In 2016, the genital haemorrhage and abdominal distension had resolved. At the time of the report, the pelvic inflammatory disease, abdominal pain, the last episode of dysmenorrhoea, migraine, dyspareunia, mental disorder, back pain, mood swings, the last episode of weight fluctuation and allergy to metals outcome was unknown and the pelvic pain had resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, depression, depression suicidal, dyspareunia, fatigue, genital haemorrhage, mental disorder, migraine, mood swings, pelvic pain, uterine perforation, the first episode of dysmenorrhoea, the first episode of weight fluctuation, the second episode of dysmenorrhoea and the second episode of weight fluctuation to be related to essure. The reporter commented: 3-4 coils were visualized. If you received any treatment for the perforation, describe the treatment and provide the name and address of the healthcare provider who treated the perforation- partial hysterectomy scheduled 08feb2019 by physician. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2012: right sided abdominal pain impression: no pneumonia or hemothorax. No significant soft tissue hematomas. The aorta appears intact. Probable right renal cyst. A follow up renal ultrasound recommended, iud in the endometrial canal, a probable 3- cm left ovarian cyst.. Computerised tomogram pelvis - on (B)(6) 2014: the retroflexed uterus appears morphologically normal. The endometrial stripe thickness of 9 mm is within normal limits for age. Bilateral essure inserts are demonstrated the right ovary measures 2.5 x 3.6 x 2.9 cm. The left is 3.2 x 2.0 x 4.1 cm inclusive of a 2.5 cm simple cyst. Ovarian flow is preserved bilaterally. Impression: no findings to explain vaginal bleeding. Pregnancy test - on an unknown date: results: negative. Ultrasound scan - on (B)(6) 2014: the stomach, small intestine, and colon are without wall thickening, pneumatosis, or evidence of obstruction. The appendix is not inflamed. No endometrial canal gas is identified. The cul-de-sac is chronically effaced, precluding exclusion of a rectovaginal fistula based on this study alone. The adnexa appear normal for age including a small left ovarian cyst. Impression: no findings to explain vaginal bleeding. Most recent follow-up information incorporated above includes: on 13-feb-2019: new pfs received. New events- mood swings, back pain, perforation-uterus/ migration of both essure device, weight fluctuations, hypersensitivity reaction to nickel were added. Concomitant drugs added. Outcome for pelvic pain updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), abdominal pain ("abdominal pain/ sharp abdominal pain /pain"), genital haemorrhage ("heavy bleeding") and depression suicidal ("mood swings are severe to suicidal") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's past medical history included pain menstrual, menstrual cramps, painful intercourse, depression, abdominal pain, bleeding genital, psychiatric disorder nos, hernia repair in 1995, tonsillectomy, multigravida, parity 2 (((B)(6) 2004 and (B)(6) 2007)), miscarriage, stillbirth nos, sore throat, nasal congestion, diarrhoea, smoker, plantar fasciitis, protein s deficiency, hemoptysis, pregnant, nausea, vomiting, abdominal discomfort, c-section, constipation, rash, stress, shortness of breath, alcohol use, polycystic ovarian syndrome, appetite lost, rape victim, adhd in 2012 and post-traumatic stress disorder in 2010. She has had no swelling, no heartburn. Previously administered products included for an unreported indication: depo provera. Concomitant products included intrauterine contraceptive device (paragard)(B)(6) 2013 to (B)(6) 2014 and medroxyprogesterone (depo provera) since (B)(6) 2014 for birth control as well as azithromycin, ceftriaxone, iopamidol, ondansetron, ondansetron (zofran) and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of dysmenorrhoea ("severe menstrual pain/ menstrual pain/ menstrual cramps"), the second episode of dysmenorrhoea ("back pain/ menstrual back pain/ back pain/ back ache/"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations") and depression suicidal (seriousness criterion medically significant). On (B)(6) 2014, 13 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal distension ("abdominal swelling / bloating"). In 2015, the patient experienced pelvic pain ("pelvis pain female/ pain/ severe and persistent pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), migraine ("severe migraines"), dyspareunia ("painful intercourse") and mental disorder ("aggravated any psychiatric"). The patient was treated with morphine and vicodin (lortab). Essure treatment was not changed. In (B)(6) 2016, the depression had resolved. In (B)(6) 2016, the last episode of dysmenorrhoea, fatigue and depression suicidal had resolved. In 2016, the genital haemorrhage, abdominal distension and weight fluctuation had resolved. At the time of the report, the pelvic inflammatory disease, abdominal pain, migraine, dyspareunia and mental disorder outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal distension, abdominal pain, depression, depression suicidal, dyspareunia, fatigue, genital haemorrhage, mental disorder, migraine, pelvic pain, weight fluctuation, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: 3-4 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. X-ray showed chest wall inflammation. On (B)(6) 2010, chest CT scan -impression: no evidence of pe. On (B)(6) 2012, CT of the chest and abdomen- clinical history: right sided abdominal pain impression: no pneumonia or hemothorax. No significant soft tissue hematomas. The aorta appears intact. Probable right renal cyst. A follow up renal ultrasound recommended, iud in the endometrial canal, a probable 3- cm left ovarian cyst. On (B)(6) 2014, CT scan of the abdomen and pelvis- findings: the retroflexed uterus appears morphologically normal. The endometrial stripe thickness of 9 mm is within normal limits for age. Bilateral essure inserts are demonstrated the right ovary measures 2.5 x 3.6 x 2.9 cm. The left is 3.2 x 2.0 x 4.1 cm inclusive of a 2.5 cm simple cyst. Ovarian flow is preserved bilaterally. Impression: no findings to explain vaginal bleeding. On (B)(6) 2014, abdominal sonogram-findings: the stomach, small intestine, and colon are without wall thickening, pneumatosis, or evidence of obstruction. The appendix is not inflamed. No endometrial canal gas is identified. The cul-de-sac is chronically effaced, precluding exclusion of a rectovaginal fistula based on this study alone. The adnexa appear normal for age including a small left ovarian cyst. Impression: no findings to explain vaginal bleeding. Most recent follow-up information incorporated above includes: on 31-may-2018: pfs was received: per pfs: plaintiff denies undergoing an essure confirmation test. She claimed that essure worsened a previously existing injury/condition: before essure placement, she had menstrual back.pain and menstrual cramps with painful intercourse, both became severe alter the essure implant. Plaintiff complained of bloating in (B)(6) 2016. The onset date of even abdominal swelling and pain changed to (B)(6) 2014. She did not remove essure device. She is currently planning for essure removal. Removal anticipated in (B)(6) or (B)(6) 2018. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), abdominal pain ("abdominal pain/ sharp abdominal pain"), genital haemorrhage ("heavy bleeding") and depression suicidal ("mood swings are severe to suicidal") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain, menstrual cramps, painful intercourse, depression, abdominal pain, bleeding genital, psychiatric disorder nos, hernia repair in 1995, tonsillectomy, multigravida, parity 2 (((B)(6) 2004 and (B)(6) 2007)), miscarriage, stillbirth nos, sore throat, nasal congestion, diarrhoea, smoker, plantar fasciitis, protein s deficiency, hemoptysis, pregnant, nausea, vomiting, abdominal discomfort, c-section, constipation, rash, stress, shortness of breath, alcohol use, polycystic ovarian syndrome, appetite lost, rape victim, adhd in 2012 and post-traumatic stress disorder in 2010. She has had no swelling, no heartburn. Previously administered products included for an unreported indication: depo provera. Concomitant products included intrauterine contraceptive device (paragard) on (B)(6)-2013 and medroxyprogesterone (depo provera) on (B)(6)-2014 for birth control as well as azithromycin, ceftriaxone, iopamidol, ondansetron, ondansetron (zofran) and paracetamol (tylenol). On (B)(6)-2014, the patient had essure inserted.in 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of dysmenorrhoea ("severe menstrual pain/ menstrual pain/ menstrual cramps"), the second episode of dysmenorrhoea ("back pain/ menstrual back pain/ back pain/ back ache/"), depression ("depression"), fatigue ("fatigue"), abdominal distension ("abdominal swelling"), weight fluctuation ("weight fluctuations") and depression suicidal (seriousness criterion medically significant). In 2015, the patient experienced pelvic pain ("pelvis pain female/ pain/ severe and persistent pain"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), migraine ("severe migraines"), dyspareunia ("painful intercourse") and mental disorder ("aggravated any psychiatric"). The patient was treated with morphine and vicodin (lortab). Essure treatment was not changed. In (B)(6) 2016, the depression had resolved. In (B)(6) 2016, the last episode of dysmenorrhoea, fatigue and depression suicidal had resolved. In 2016, the genital haemorrhage, abdominal distension and weight fluctuation had resolved. At the time of the report, the pelvic inflammatory disease, abdominal pain, migraine, dyspareunia and mental disorder outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal distension, abdominal pain, depression, depression suicidal, dyspareunia, fatigue, genital haemorrhage, mental disorder, migraine, pelvic pain, weight fluctuation, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: 3-4 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative x-ray showed chest wall inflammation on (B)(6)-2010, chest CT scan -impression: no evidence of pe on (B)(6)-2012, CT of the chest and abdomen- clinical history: right sided abdominal pain impression: no pneumonia or hemothorax. No significant soft tissue hematomas. The aorta appears intact. Probable right renal cyst. A follow up renal ultrasound recommended, iud in the endometrial canal, a probable 3- cm left ovarian cyst. On (B)(6)-2014, CT scan of the abdomen and pelvis- findings: the retroflexed uterus appears morphologically normal. The endometrial stripe thickness of 9 mm is within normal limits for age. Bilateral essure inserts are demonstrated the right ovary measures 2.5 x 3.6 x 2.9 cm. The left is 3.2 x 2.0 x 4.1 cm inclusive of a 2.5 cm simple cyst. Ovarian flow is preserved bilaterally. Impression: no findings to explain vaginal bleeding. On (B)(6)-2014, abdominal sonogram-findings: the stomach, small intestine, and colon are without wall thickening, pneumatosis, or evidence of obstruction. The appendix is not inflamed. No endometrial canal gas is identified. The cul-de-sac is chronically effaced, precluding exclusion of a rectovaginal fistula based on this study alone. The adnexa appear normal for age including a small left ovarian cyst. Impression: no findings to explain vaginal bleeding most recent follow-up information incorporated above includes: on 8-jan-2018: medical record- all relevant medical history, historical drug,treatment drug, concomitant medication and lab test added.event pelvic inflammatory disease was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.